Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump malposition could not be confirmed. The reported low flow alarms were confirmed through review of the submitted log files. A specific cause for the alarms, as well as a direct correlation between the alarms and the reported malposition of the pump could not be conclusively determined through this evaluation. It was reported that low flows alarms occurred during a ramp study. There was a suspicion of a transient inflow canula obstruction, given the position of the cannula to the septum and possible papillary muscle obstruction. A review of the submitted log files revealed a low flow alarm. No other unusual alarms or events were captured, and the pump appeared to be operating as expected at the set speed. Per additional information, the inflow canula obstruction was neither confirmed nor ruled out. The plan was made to monitor the situation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. D are currently available section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures", explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for a review after a ramp study was performed on (B)(6)2025 from 1330 to 1500. The event log captured 1 low flow alarm on (B)(6)2025 at 13:57. The log also captured brief 4 low flow estimate with elevated pi. The estimated flows were averaging at 2.4 lpm and pi was averaging from 9.4 to 9.9 during these events. It was noted set speed changes from 5200 to 5400 to 5000 rpm on (B)(6) 025. Transient inflow canula obstruction was suspected given position of the canula to the septum and possible papillary muscle obstruction. The inflow canula obstruction was not confirmed. The plan of care for the patient was to monitor their condition.